Event description:
Following a car accident, the pt reported that the stimulation was turning off by itself. She had to turn it back on using her pt programmer. It was confirmed that the pt did not have any scheduled therapies programmed. Current impedance measurements were normal. Palpating caused the stimulation to change. Add'l info has been requested from the health care professional, a f/u report will be sent if add'l info becomes available.